Event description:
It was reported the right ventricular (rv) lead had a steadily rising threshold and it was at 4 volts at 0.34 milliseconds. During a routine device change out, the rv lead was capped and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was also noted that the outer insulation had cosmetic environmental stress cracking.

Event description:
It was reported the right ventricular (rv) lead had a steadily rising threshold and it was at 4 volts at 0.34 milliseconds. During a routine device change out, the rv lead was capped and a new rv lead was implanted. It was later reported the rv lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.